Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms, resulting in a lead safety switch (lss). It was noted that the pace impedance measurements had been trending down for the past year. Boston scientific technical services (ts) discussed programming sensing back to bipolar and leaving pacing in unipolar configuration. The device and lead remain in service. No adverse patient effects were reported.